Event description:
It was reported that the patient experienced pain at the ipg and midline incision site. It was also noted that the patient loss coverage on the left leg pain despite reprogramming attempt. X-ray revealed that the lead had migrated. Patient had topical creams or lidocaine patches over the area with no relief. Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 weeks ago from the appointment date (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088817/7091393.

Event description:
It was reported that the patient experienced pain at the ipg and midline incision sites. Patient had topical creams or lidocaine patches over the area with no relief.